Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department with chest pain and syncope. Emergency medical services noted that the patient¿s heart rate was in the twenties at times during the patient's transfer to the hospital, which was below the programmed lower rate of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the emergency department physician had not seen the patient¿s heart rate drop at all while at the hospital. It was also noted that there was right atrial (ra) lead undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times and resulted in inappropriate atrial pacing. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.